Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial (B)(4)) alarmed and intermittently displayed "coolant low" message was not confirmed during functional testing and during event log review. No physical damage on the thermogard system console was observed during visual inspection. No discrepancy observed during console's event log review. Initial functional testing passed all functional tests. The thermogard is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During patient ivtm therapy set-up, customer reported that the thermogard console (serial (B)(4)) alarmed and intermittently displayed "coolant low". According to the customer, the coolant level was full prior to ivtm treatment. No known impact or consequence to patient information was available.